Event description:
On (B)(6) 2018, during a sct procedure, a (B)(6) year old female suffering from stage 4 lung cancer, experienced a bilateral pneumothorax. The procedure was performed in the or. An 8.5 et tube was being used and the cuff was down the patient was off the ventilator as per protocol. The treatment site was about 1 cm below the carina. There were two locations to treat: one at 1'oclock in the field of view and one at 4 o'clock. The sites were right next to each other at the same level. The treating physician targeted the 1 o'clock site for the first spray. A pneumothorax was detected. Chest tubes were inserted and the patient recovered from the pneumothorax. Prior to the procedure the treating physician held a discussion about the potential for a pneumothorax (due the condition of the lungs from the stage 4 cancer) with the patient and the family. This report was originally sent to the test site on 21 dec 2018.